Manufacturer narrative:
The reported event of a torn leaflet was confirmed. Gross morphological and histopathological examination revealed leaflet 1 was torn. Circumferential fibrous pannus ingrowth was observed on the inflow and outflow surfaces of leaflet 2. Calcifications were also observed on the base of leaflet 2. No inflammation was present. The cause for the reported event remains unknown without additional information such as implant duration and patient comorbidities.

Event description:
Five years ago, a 23mm trifecta valve (serial number unknown) was implanted. In 2018, the patient presented with extreme shortness of breath, and an echocardiogram identified a torn leaflet. On (B)(6) 2018, the valve was explanted and replaced with a perimount valve (size unknown). Post-operatively, the patient is reported to be stable.